Event description:
International affiliate reports the pt has low back in the (B)(6) 2010 time frame. Recent x-rays revealed that the set screw at the bottom of the construct, s1 level, has come loose. Revision surgery has not been scheduled at this time.

Manufacturer narrative:
No conclusions can be made at this time as the device remains in the pt. However, care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device. A f/u medwatch report will be submitted if the device is returned for eval. Otherwise, the complaint is considered to be closed at this time.